Manufacturer narrative:
The insulin pump was unable to prime during prime test due to cracked end cap sticker. We were unable to perform the basic occlusion, occlusion and excessive no delivery test due to unable to prime. The drive support disk was inspected and no anomaly was noted. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, cracked case at the reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a loose drive support cap from the insulin pump. The customer's blood glucose reading was 349 mg/dl. The customer stated that she dropped her pump and it landed on the side causing the pump to crack open. The customer stated that she was not able to confirm the damage of the pump because she was in the emergency room. The customer stated that without her pump, she had to always seek medical attention. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer stated that the pump fell out of her pocket. The customer will be sent a replacement pump.